Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received a blood glucose result of 94 mg/dl and the reading was not coinciding with the customer's symptoms. The wife called their family friend who is a doctor, who came to the house. The doctor tested the patient's blood glucose with the professional meter and received a result of 41 mg/dl. The wife reported the timeframe between the two readings was 30 minutes. Based on the result of 41 mg/dl, the doctor recommend the wife take the customer to the hospital. The blood glucose results obtained at the hospital were not provided. At the hospital the patient was treated for hypoglycemia, but the type of treatment given was not provided. The patient was hospitalized for 4 days and was expected to be discharged on (B)(6) 2020.